Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Additionally, it was reported thatï continuous glucose monitoring (cgm) device is being used on patient under (B)(6). The dexcom g4&#59408;platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages (B)(6) with diabetes. However, a root cause for the reported inaccuracy cannot be determined. At the time of contact, no injury or medical intervention was reported.